Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. * how was procedure successfully completed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report: mw (B)(4)

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture popped off the needle with minimal tension. There were no patient consequences reported. Additional information was requested.